Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope, they noticed the scope was foggy/smoky. They sterilize the scope per our protocol. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope, they noticed the scope was foggy/smoky. They sterilize the scope per our protocol. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 01/07/2021. An investigation was conducted on 1/14/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact., no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to slightly blurry on the right side of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.